Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the ligasure device did not seal well. The patient had a little bit of bleeding but did not require a blood transfusion. The tissue or vessel being sealed was the gastric vessels which had a normal thickness. There was no regrasp alert nor any evidence of energy delivery, but there was an end tone heard. There were no good seals completed before the problem occurred. The device was being cleaned frequently. Another ligasure device worked successfully. There was no patient injury.